Event description:
Rptr states the end user was driving the chair forward when user's foot slipped off the footrest and the leg was then run over by the chair. User suffered broken bones in the leg from the accident and is recovering in the hosp. Rptr also stated that it didn't seem to be a fault of the chair.